Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to rewarm a patient using an arctic sun device but they patient got too warm. Target temperature was 37c, patient temperature was 37.6c, water temperature was 32.3c, chiller temperature (t4) was 10c, mixing pump command was 100 percentage, pump hours were 4966.3 and system hours were 5257.7. Explained device needs to go to biomed marked with alert 113 (reduced water temperature control), not cooling. Per follow up information received via task on 12jan2026, spoke with nurse who confirmed device exchange. The patient continued therapy on a second device. The faulty device was rolled into the hallway at the time of the malfunction and must have been picked up. Per follow up information received via task on 13jan2026, spoke with biomed who stated that an iqvia tech yesterday to get this device serviced. They mentioned updating software but assumed they would also be looking at the cooling malfunction and not tested the device.

Event description:
It was reported that they were trying to rewarm a patient using an arctic sun device but they patient got too warm. Target temperature was 37c, patient temperature was 37.6c, water temperature was 32.3c, chiller temperature (t4) was 10c, mixing pump command was 100 percentage, pump hours were 4966.3 and system hours were 5257.7. Explained device needs to go to biomed marked with alert 113 (reduced water temperature control), not cooling. Per follow up information received via task on 12jan2026, spoke with nurse who confirmed device exchange. The patient continued therapy on a second device. The faulty device was rolled into the hallway at the time of the malfunction and must have been picked up. Per follow up information received via task on 13jan2026, spoke with biomed who stated that an iqvia tech yesterday to get this device serviced. They mentioned updating software but assumed they would also be looking at the cooling malfunction and not tested the device.

Manufacturer narrative:
The initial reporter's facility name: university hospitals lake west medical center. The reported issue was inconclusive. The root cause for the reported event could not be determined. Target temperature was 37c, patient temperature was 37.6c, water temperature was 32.3c, chiller temperature (t4) was 10c, mixing pump command was 100 percentage, pump hours were 4966.3 and system hours were 5257.7. Explained device needs to go to biomed marked with alert 113 (reduced water temperature control), not cooling. Per follow up information received via task on 12jan2026, spoke with nurse who confirmed device exchange. The patient continued therapy on a second device. The faulty device was rolled into the hallway at the time of the malfunction and must have been picked up. Per follow up information received via task on 13jan2026, spoke with biomed who stated that an iqvia tech yesterday to get this device serviced. They mentioned updating software but assumed they would also be looking at the cooling malfunction and not tested the device. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.